Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor breast implants. It was reported the patient underwent explantation on an unknown date for unspecified reasons. The information reported was limited. Follow ups were performed, yet no information has been forthcoming. If additional information is received regarding the event details, a supplemental report will be submitted. Since the devices are unknown, they will be defaulted to saline device until further clarification is received. This report is for the first of two devices.